Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported by a distributor, hair-like foreign matter was noted inside the packaging of a roadrunner the firm hydrophilic wire guide. The device was not used. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of customer provided photographs were conducted as well. The complaint device was not returned to cook for investigation, however the customer provided photographs showing a fiber material loose in the package. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on the lot; however, all affected product was scrapped and there are 100% inspections in place to capture the non-conformance. A review of complaint history found no additional complaints for this lot number. This lot is not supplied with an IFU pamphlet. This lot is IFU exempt. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, customer provided photographs, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook concludes this event to be due to a manufacturing deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by a distributor, hair-like foreign matter was noted inside the packaging of a roadrunner the firm hydrophilic wire guide. The device was not used.

Manufacturer narrative:
E1: phone : (B)(6). G4 ¿ PMA/510(k) #: k182985. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.